Event description:
Boston scientific received information from a journal artiicle about a case report concerning a (B)(6) male, who was referred for a cardiac resynchronization therapy (crt) implant (new york heart association class iii heart failure) despite maximal tolerated medical therapy and history of ischemic heart disease with a prior myocardial infarction and ejection (ef) of 25%. At implant, a venogram was performed from a peripheral cannula in the left antecubital fossa to demonstrate a patent axillary and subclavian venous system. Two axillary punctures were undertaken with one 8 fr and one 9 fr safesheath being placed using the seldinger technique. An 8 fr right ventricular active fixation lead (guidant flextend 2, model 4097) was passed through the 8 fr sheath and the screw deployed with what were felt to be appropriate resultant parameters for ventricular sensing and pacing. The sheath was then removed. A coronary sinus (cs) guide catheter (model oc-135) was then passed through the 9-french sheath. When contrast was injected to localize the cs ostium, there was opacification of the aortic root and the coronary arteries. It was clear, at that point, that inadvertent puncture of the axillary artery had been performed and the guide catheter was within the arterial system. Furthermore, on echocardiographic and fluoroscopic assessments, the active fixation lead, which had been felt to be in the right ventricle, was in fact placed retrogradely across the aortic valve to the lateral wall of the left ventricle. It was felt the best approach to managing these inadvertent subclavian arterial punctures was a percutaneous one. The puncture sites were closed utilizing an 8 fr angio-seal device. An angiogram performed via the right femoral artery demonstrated no leak from the subclavian artery. The patient remained well and his anticoagulation was restarted the next day. He was discharged and plans were made for outpatient review to discuss further device therapy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).